Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of air in the aspira catheter was confirmed, but the exact cause could not be determined. Two photographs of the external portion of an aspira drainage catheter were returned for investigation. One photograph showed the catheter between the dressing and the connector. What appeared to be a pocket of air was observed in the catheter between pink colored fluids in the lumen. The other photograph showed the blue valve in the connector. The valve was out of focus, but no damage was observed. At this time, based on the evidence that was provided for investigation, the cause of the reported event could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per (B)(6), the patient's husband believes his wife's aspira catheter appears to have air in the line. The catheter has been in place for 8 months. Ms&s had the husband send photos of the catheter. (B)(6) stated there was no obvious "sunken" look to the valve and advised the husband to speak with the md.